Event description:
It was reported that, "pt presented with pain and squeaking in hip. Surgeon took xrays and decided to proceed with revision. The components were explanted. Surgeon commented that nothing was severely wrong with products."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Pt kept device. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.